Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that four plates fractured and unknown surgical intervention was conducted. Implants were removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g2; g3; h2; h3; h5; h6; h10 and h11. The reported event was confirmed by review of pictures. A visual inspection was conducted on the customer provided picture. The picture shows multiple plates and screws with signs of attempted use including having blood on the implant surfaces. Further inspection shows multiple plates have fractured. Part numbers cannot be determined from the provided pictures. The device history record was not reviewed. Lot identification is necessary for review of device history records, lot identification was not provided for the three known plates. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.